Manufacturer narrative:
H.6. Investigation: one photo of two open 32g x 4mm pen needle samples were returned from lot. No. 0022836, cat. No. 320477. Visual examination of the returned photo was carried out and a broken non patient end of cannula was observed on one sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples in the returned photo were open it is not possible to confirm this defect to be manufacturing related. See h.10

Event description:
It was reported that a pen needle 32x4 asia xtw was damaged before use. The following was reported by the initial reporter: "submit on behalf (dc clinical specialist) - complainant is a diabetes nurse educator and was going to demonstrate the insulin injection pen usage to patient - a new bd ultrafine 4mm needle was used and she realized the needle was having missing/broken inner needle cannula."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen needle 32x4 asia xtw was damaged before use. The following was reported by the initial reporter, "submit on behalf (dc clinical specialist) complainant is a diabetes nurse educator, and was going to demonstrate the insulin injection pen usage to patient." A new bd ultrafine 4mm needle was used and she realized the needle was having missing/broken inner needle cannula."